Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
A motor stall was seen on the pa logs. The motor stall occurred on (B)(6) 2014 at 16:16 and recovered on (B)(6) 2014 at 17:10. No symptoms were reported. The pump was used to deliver morphine. It was indicated that the cause of the motor stall was unknown; however, the patient had experienced no symptoms due to it. No troubleshooting, interventions, or other actions were taken.